Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions associated with a nickel allergy/nickel allergy") and post procedural pneumonia ("bacterial pneumonia post- bilateral salpingectomy/infection") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of deliveries: (B)(6) 2013, (B)(6) 2012, (B)(6) 2009, (B)(6) 2005, (B)(6) 2004 and (B)(6) 1997.), migraine, hernia repair in 2010 and cancer (paternal grandfather). Previously administered products included for an unreported indication: vyvanse and floxin. Past adverse reactions to the above products included urticaria with floxin. Concurrent conditions included adhd, contact dermatitis and uterine prolapse. Family history included thyroid disorder (mother), hyperlipidemia (mother), kidney disorder (paternal grandmother), diabetes mellitus (paternal grandmother), kidney failure (maternal grand father) and dementia (maternal grand father). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, hydroxyzine for rash as well as obetrol (adderall). In (B)(6) 2013, the patient experienced discomfort ("discomfort started immediately after implant"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash generalised. In (B)(6) 2014, the patient experienced visual impairment ("vision/eye problems: vision changes"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems; anxiety"), panic attack ("panic attacks medical trauma from essure") and injury associated with device ("medical trauma from essure"). In (B)(6) 2014, the patient experienced post procedural pneumonia (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines/headache") and pain ("pain"). The patient was treated with prednisone, steroid antibacterials, aciclovir and surgery (pelvic surgery to alleviate the symptoms on (B)(6) 2014 - bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals was resolving and the post procedural pneumonia, anxiety, panic attack, migraine, pain, visual impairment, weight increased, injury associated with device and discomfort outcome was unknown. The reporter considered allergy to metals, anxiety, discomfort, injury associated with device, migraine, pain, panic attack, post procedural pneumonia, visual impairment and weight increased to be related to essure. The reporter commented: as per office notes: on (B)(6) 2013, operative report: device in good position with 2 trailing coils in the right side, a similar fashion was used on the opposite side with 2 trailing coils on the left. On (B)(6) 2014, she was diagnosed with weight gain adhd (attention defecit hyperactive disorder). On (B)(6) 2014, she presented with rash and pruritis. On (B)(6) 2014, patient presented with complaint of red itchy rash under both breast of one week duration. On (B)(6) 2014, she presented with pneumonia. On (B)(6) 2014, she had complained of vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test urine - on an unknown date: negative current weight: 165 lbs. On (B)(6) 2014, surgical pathology report: bilateral tubes - segments of purple to tan fallopian tube with scarring and one grossly recognize fimbriated end. The tubes each measure approximately 0.6 cm in length and range from 3 cm to 0.6 cm in diameter. None of the tube structures are identified as to right or left. Gray metallic coiled essure devices noted within the portions of tube. Concerning the injuries reported in this case, the following ones were reported via social media: intermittent rash due to nickel implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: new pfs received- outcome of nickel allergy from unknown to recovering/resolved was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions associated with a nickel allergy/nickel allergy") and post procedural pneumonia ("bacterial pneumonia post- bilateral salpingectomy/infection") in a (B)(6) year-old female patient who had essure (batch no. B40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of deliveries: (B)(6) 2013, (B)(6) 2012, (B)(6) 2009, (B)(6) 2005, (B)(6) 2004 and (B)(6) 1997.), migraine, hernia repair in 2010 and cancer (paternal grandfather). Previously administered products included for an unreported indication: vyvanse and floxin. Past adverse reactions to the above products included urticaria with floxin. Concurrent conditions included adhd, contact dermatitis and uterine prolapse. Family history included thyroid disorder (mother), hyperlipidemia (mother), kidney disorder (paternal grandmother), diabetes mellitus (paternal grandmother), kidney failure (maternal grand father) and dementia (maternal grand father). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, hydroxyzine for rash as well as obetrol (adderall). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic. In (B)(6) 2014, the patient experienced post procedural pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems; anxiety"), panic attack ("panic attacks medical trauma from essure"), migraine ("migraines/headache"), pain ("pain"), visual impairment ("vision/eye problems: vision changes") and weight increased ("weight gain"). The patient was treated with prednisone, steroid antibacterials, aciclovir and surgery (pelvic surgery to alleviate the symptoms on (B)(6) 2014 - bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, post procedural pneumonia, anxiety, panic attack, migraine, pain, visual impairment and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, migraine, pain, panic attack, post procedural pneumonia, visual impairment and weight increased to be related to essure. The reporter commented: as per office notes: on (B)(6) 2013, operative report: device in good position with 2 trailing coils in the right side, a similar fashion was used on the opposite side with 2 trailing coils on the left. On (B)(6) 2014, she was diagnosed with weight gain adhd (attention defecit hyperactive disorder). On (B)(6) 2014, she presented with rash and pruritis. On (B)(6) 2014, patient presented with complaint of red itchy rash under both breast of one week duration. On (B)(6) 2014, she presented with pneumonia. On (B)(6) 2014, she had complained of vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test urine - on an unknown date: negative current weight: (B)(6) lbs. On (B)(6) 2014, surgical pathology report: bilateral tubes - segments of purple to tan fallopian tube with scarring and one grossly recognize fimbriated end. The tubes each measure approximately 0.6 cm in length and range from 3 cm to 0.6 cm in diameter. None of the tube structures are identified as to right or left. Gray metallic coiled essure devices noted within the portions of tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: intermittent rash due to nickel implant. Most recent follow-up information incorporated above includes: on 26-jan-2018: this case is medically confirmed. The case concerns (B)(6) year old patient. Her demographics were updated. Her historical condition/concurrent and family history was added. Lab data was added. Essure implantation and explantation date was added. Lot number: b40021 was added. Here concomitant and treatment medications were added. Events: rashes or skin conditions; severe rashes and itching, types severe rash that spread throughout body/pain severe pain from rash was clubbed with the respective event. Events: bacterial pneumonia post- bilateral salpingectomy/infection; psychological or psychiatric problems; anxiety and panic attacks medical trauma from essure; migraines/headache, pain; vision/eye problems: vision changes; weight gain and whole body from rash (non stop and severe) were added. The reporter assessed aforementioned events were related with essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being.... Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions associated with a nickel allergy/nickel allergy") and post procedural pneumonia ("bacterial pneumonia post- bilateral salpingectomy/infection") in a (B)(6) year-old female patient who had essure (batch no. B40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of deliveries: (B)(6) 2013, (B)(6) 2012, (B)(6) 2009, (B)(6) 2005, (B)(6) 2004 and (B)(6) 1997.), migraine, hernia repair in 2010 and cancer (paternal grandfather). Previously administered products included for an unreported indication: vyvanse and floxin. Past adverse reactions to the above products included urticaria with floxin. Concurrent conditions included adhd, contact dermatitis and uterine prolapse. Family history included thyroid disorder (mother), hyperlipidemia (mother), kidney disorder (paternal grandmother), diabetes mellitus (paternal grandmother), kidney failure (maternal grand father) and dementia (maternal grand father). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, hydroxyzine for rash as well as obetrol (adderall). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, rash and rash. In (B)(6) 2014, the patient experienced post procedural pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems; anxiety"), panic attack ("panic attacks medical trauma from essure"), migraine ("migraines/headache"), pain ("pain"), visual impairment ("vision/eye problems: vision changes") and weight increased ("weight gain"). The patient was treated with prednisone, steroid antibacterials, aciclovir and surgery (pelvic surgery to alleviate the symptoms on (B)(6) 2014 - bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, post procedural pneumonia, anxiety, panic attack, migraine, pain, visual impairment and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, migraine, pain, panic attack, post procedural pneumonia, visual impairment and weight increased to be related to essure. The reporter commented: as per office notes: on (B)(6) 2013, operative report: device in good position with 2 trailing coils in the right side, a similar fashion was used on the opposite side with 2 trailing coils on the left. On (B)(6) 2014, she was diagnosed with weight gain adhd (attention defecit hyperactive disorder). On (B)(6) 2014, she presented with rash and pruritis. On (B)(6) 2014, patient presented with complaint of red itchy rash under both breast of one week duration. On (B)(6) 2014, she presented with pneumonia. On (B)(6) 2014, she had complained of vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test urine - on an unknown date: negative current weight: (B)(6) lbs. On (B)(6) 2014, surgical pathology report: bilateral tubes - segments of purple to tan fallopian tube with scarring and one grossly recognize fimbriated end. The tubes each measure approximately 0.6 cm in length and range from 3 cm to 0.6 cm in diameter. None of the tube structures are identified as to right or left. Gray metallic coiled essure devices noted within the portions of tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: intermittent rash due to nickel implant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions associated with a nickel allergy. A pelvic surgery was performed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions associated with a nickel allergy/nickel allergy") and post procedural pneumonia ("bacterial pneumonia post- bilateral salpingectomy/infection") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of deliveries: (B)(6) 2013, (B)(6) 2012, (B)(6) 2009, (B)(6) 2005, (B)(6) 2004 and (B)(6) 1997.), migraine, hernia repair in 2010 and cancer (paternal grandfather). Previously administered products included for an unreported indication: vyvanse and floxin. Past adverse reactions to the above products included urticaria with floxin. Concurrent conditions included adhd, contact dermatitis and uterine prolapse. Family history included thyroid disorder (mother), hyperlipidemia (mother), kidney disorder (paternal grandmother), diabetes mellitus (paternal grandmother), kidney failure (maternal grand father) and dementia (maternal grand father). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, hydroxyzine for rash as well as obetrol (adderall). In (B)(6) 2013, the patient experienced discomfort ("discomfort started immediately after implant"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced visual impairment ("vision/eye problems: vision changes"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems; anxiety"), panic attack ("panic attacks medical trauma from essure") and injury ("medical trauma from essure"). In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash. In (B)(6) 2014, the patient experienced post procedural pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced migraine ("migraines/headache"), pain ("pain") and weight increased ("weight gain"). The patient was treated with prednisone, steroid antibacterials, aciclovir and surgery (pelvic surgery to alleviate the symptoms on (B)(6) 2014 - bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, post procedural pneumonia, anxiety, panic attack, migraine, pain, visual impairment, weight increased, injury and discomfort outcome was unknown. The reporter considered allergy to metals, anxiety, discomfort, injury, migraine, pain, panic attack, post procedural pneumonia, visual impairment and weight increased to be related to essure. The reporter commented: as per office notes: on (B)(6) 2013, operative report: device in good position with 2 trailing coils in the right side, a similar fashion was used on the opposite side with 2 trailing coils on the left. On (B)(6) 2014, she was diagnosed with weight gain adhd (attention defecit hyperactive disorder). On (B)(6) 2014, she presented with rash and pruritis. On (B)(6) 2014, patient presented with complaint of red itchy rash under both breast of one week duration. On (B)(6) 2014, she presented with pneumonia. On (B)(6) 2014, she had complained of vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test urine - on an unknown date: negative current weight: 165 lbs. On (B)(6) 2014, surgical pathology report: bilateral tubes - segments of purple to tan fallopian tube with scarring and one grossly recognize fimbriated end. The tubes each measure approximately 0.6 cm in length and range from 3 cm to 0.6 cm in diameter. None of the tube structures are identified as to right or left. Gray metallic coiled essure devices noted within the portions of tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: intermittent rash due to nickel implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events medical trauma from essure and discomfort started immediately after implant were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions associated with a nickel allergy") in a female patient who received essure for birth control. In 2013, the patient started essure. In 2014, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required) with urticaria and rash. The patient was treated with surgery (pelvic surgery to alleviate the symptoms on (B)(6) 2014). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions associated with a nickel allergy. A pelvic surgery was performed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.